Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "noticeable breast hardening, with minimal deformity".

Event description:
Healthcare professional reported right side "noticeable breast hardening, with minimal deformity and capsular contracture baker grade IV." Device remains implanted.